Event description:
It was reported that the patient was seen with high impedance. During surgery at a later date, high impedance resolved when the lead pin was reinserted into the newly implanted generator. The generator was replaced. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.